Event description:
Implantable cardioverter defibrillator (ICD) was explanted after it displayed an elective replacement indicator (eri). There is a concern the battery depleted prior to warranty period.